Event description:
It was reported that when an asymptomatic patient presented in clinic, non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. The programming changes were made.